Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ visibility/ palpability: unable to observe since it is a medical event and is not related to the device. ¿ pain: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ pruritus: unable to observe since it is a medical event and is not related to the device. ¿ edema: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure opening, crease and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
A patient reported event of ¿capsular contracture baker grade iii, itching, seroma late and swelling. I decided to do so because of my very strong fear of getting the cancer or bia-alcl.¿ this record relates to the right side. The device has been explanted.

Event description:
Patient reported right side ¿capsular contracture baker grade iii, itching, seroma late and swelling. Patient additionally reported "very strong fear of getting the cancer or bia-alcl." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data. Photo analysis: visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Pruritus: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
A patient reported event of ¿capsular contracture baker grade iii,itching,seroma late and swelling. I decided to do so because of my very strong fear of getting the cancer or bia-alcl.¿ this record relates to the right side. The device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, capsular contracture iii.

Event description:
A patient reported event of ¿capsular contracture baker grade iii,itching,seroma late and swelling. This record relates to the right side. The device has been explanted.